Manufacturer narrative:
The calibration signals were within expectations. A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The alarm trace showed sample short, sample clot, sample foam; reagent probe: film in reagent bottle alarms. From (B)(6)2024 to (B)(6)2024, the alarm trace for the whole instrument showed 117 sample-related alarms. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Sample 1: initial result: 34.5 ng/l. 1st repeat result: 45.0 ng/l. 2nd repeat result: 31.1 ng/l. Sample 2 was tested on (B)(6) 2024: initial result: 234 ng/l. 1st repeat result: 47.8 ng/l. 2nd repeat result: 46.0 ng/l on a second analyzer. The 2nd repeat results were obtained after re-centrifugation and aliquoting on hitachi standard cobas cups.